Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling placement procedure on (B)(6), 2009. The patient age was reported as (B)(6) years. According to the complainant, during the procedure, the physician removed the trocar from the patient in order to adjust the mesh. The tip of the trocar then broke off, outside the patient. Nothing was left inside the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).